Event description:
Country of complaint: (B)(6). The needle comes off the thread too easily.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. Eval: samples received: 5 unopened racepacks. Eval on-going at mfg site.